Event description:
It was reported the infusion device display is blurry, and this interferes with patient's ability to view the basal and bolus amounts. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. Result the display window is scratched, and this was caused by mechanical impact during use. The functionality of the pump was not affected by the damages and no alarm/error messages were triggered. The scratched display cannot lead to misinterpretation of insulin amounts.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.